Manufacturer narrative:
This report is submitted on september 14, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of electrode. A revision surgery is planned, however, it is yet to be performed as of the date of this report.